Event description:
It was reported that during the initial implant procedure, the left ventricle (lv) lead was damaged while slitting the catheter. The lv lead was explanted. The physician elected to implant the right ventricular (rv) lead in the left bundle branch area (lbba) and not replace the lv lead. The patient was in stable condition.